Event description:
Based on medical records provided by the pt's attorney: on (B)(6) 2003-pt underwent repair of ventral incisional hernia with a composix kugel mesh. On (B)(6) 2008 - pt underwent excision of the composix kugel mesh and repair of recurrent ventral hernia with a non-bard mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. This pt is five years post operative total abdominal hysterectomy, when she was diagnosed with an incisional ventral hernia in (B)(6) 2003. The pt's physician discussed the risks, benefits and alternatives with her and she decided to proceed with an elective repair of the hernia. Five years posts implant the pt presented with some wound drainage and pain. A CT scan showed a recurrence of the ventral hernia. Wound cultures taken during the (B)(6) 2008 procedure came back with negative results. Currently, it is unk whether the device may have caused or contributed to the reported event. The information provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. Additionally, no sample was returned for evaluation. With the current available information, no conclusion can be drawn.